Event description:
It was reported that the diagnostic report showed low impedance paces and high threshold when the patient checked in. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the diagnostic report showed low impedance paces and high threshold when the patient checked in. The device is still in use. No patient complications have been reported as a result of this event. It was also reported that there was a ventricular lead warning. There is known low impedance on the lead. Thresholds are unstable and there was an episode of noise. Upon review it was further noted that the patient's programming accommodated chronic atrial fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.